Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and it was not irrigating. It was initially reported that there was no irrigation from the ablation catheter and there was no patient consequence. As such, the event was assessed as not reportable since the potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection, temperature, impedance and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance tests were performed and the temperature was high. An irrigation test was performed and the device was not flushing correctly. The irrigation tube was observed occluded with reddish material inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer were confirmed due to the occlusion of the irrigation tube which could cause the high temperature values during the procedure. The potential cause of the reddish material occlusion could be related to the procedure. The instructions for use contain the following recommendations: flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent; inspect the irrigation saline for air bubbles prior to its use in the procedure; make sure the irrigation holes are not plugged prior to reinsertion; when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: the full UDI has now been provided under field d4. Primary UDI number. It was inadvertently omitted in the 3500a initial medwatch report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and it was not irrigating. It was initially reported that there was no irrigation from the ablation catheter and there was no patient consequence. As such, the event was assessed as not reportable since the potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2024, additional information was received indicating the physician noticed that he wasn´t allow to ablate because the temperature was rising quickly, so he pulled out the catheter and he realized that catheter wasn't irrigating. Based on the additional information received which confirms the irrigation issue occurred while the device was being used in the patient, the event was reassessed as an MDR reportable malfunction.